Event description:
The customer reported false positive results and question mark results of patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. Because of the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer did neither return the supposedly defective product for investigational testing nor the patient samples that had caused false positive test results. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. The customer did also not provide image files for investigation of the affected instrument, only the images of the false positive reactions. Due to the absence of the correct image files the cause of the false positive reactions on the instrument could not be investigated. When tested in our qc lab, the retention sample of the allegedly defective ih card reacted as expected. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive results and question mark results of patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer did neither return the supposedly defective product for investigational testing nor the patient samples that had caused false positive test results. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Investigation of the instrument files is still ongoing.